Event description:
It was reported that during device change out, high threshold, a decrease in sensing and an increase in pacing lead impedance were observed. No lead anomalies were noted on fluoroscopy. The lead was capped and replaced. The patient condition was good.